Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump was went off. Customer blood glucose at the time of incident was 230 mg/dl. Troubleshoot was not completed. Customer also reported battery out limit. The insulin pump will be returned for analysis.